Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported: "after three years, the silicone mcp joint replacement needed to be replaced. A revision surgery occurred. No complications during surgery, one implant removed and replaced".